Event description:
Customer's husband reported hospitalization due to high blood glucose. The paramedics were called to transport customer to hospital. The blood glucose reading was 562 mg/dl. Customer was vomiting and nauseated. Customer was unable to control the blood glucose level. Hospital treated with fluids and monitored blood glucose level. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.